Manufacturer narrative:
Device migration can result from several factors, including but not limited to device placement / positioning, patient post-operative compliance, insufficient fixation stability, and variations in individual patient healing responses. Based on the information available, a definitive cause of migration cannot be determined. This report is submitted in accordance with the provisions of 21 cfr part 803. At the time of submission, the information provided may be based on either preliminary findings or a completed investigation, depending on the status of the case. The submission of this report does not constitute an admission by carlsmed, its employees, or the u.s. Food and drug administration (FDA) that the device, or carlsmed, caused or contributed to the event described. If relevant new information becomes available, the report will be updated accordingly, as required by regulatory obligations.

Event description:
Posterior migration of l4/l5 tlif-o aprevo device. Revision surgery performed on (B)(6) 2025. L4/l5 device replaced.